Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File indicated the use of a cartridge. The product history records could not be reviewed for the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause could not be identified by the investigation. There have been no other similar complaints reported in the lot number. Add'l info was requested on (B)(6), 2012 by phone, fax, and mail. A completed questionnaire was received on (B)(6), 2012. Add'l info was received in a f/u phone call on (B)(6), 2012. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged. Add'l info was received that following bilateral iol implant surgeries, the pt experienced blurry vision and had a minimal refractive error. Both lenses were exchanged for monofocal lenses. The surgeon reported the event resolved following the lens exchanges. There are two medical device reports associated with this event. This report is for the left eye.